Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis did not confirm the reported premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench. No anomalies were found.